Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The insulin pump had a scratched display window and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a button error alarm. The customer's blood glucose was 459 mg/dl at the time of incident. The customer stated that she treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.